Event description:
Patient reported the self-adhesive of the infusion set did not stick enough for 1 - 1 1/2 years. Patient stated the needle of the infusion set often came out of the skin. Patient alleges there is a leak between the soft cannula and the self-adhesive. Patient reported experiencing elevated blood glucose levels up to 380 mg/dl; corrected via pump and pen. Patient stated she was able to get her blood glucose level under control by herself. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).